Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the blade was dull and would not cut the branches. The surgeon used a replacement device to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted, when the device has been returned and the investigation completed. (B) (4).